Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) expired. The hospital reviewed the episodes and determined that due to undersensing, the rhythm never met detection criteria. The patient was in a sustained ventricular tachycardia (vt)/ventricular fibrillation (vf) and then the patient died without receiving any therapy from the device. The physician also questioned the nominal sensitivity setting of 0.6mv and wondered if it should be 0.3mv. It was noted the device was explanted and was at the morgue. The local sales representative requested the hospital to see if it could be returned. Device data was submitted to technical services for analysis. Technical services discussed that in the final episode stored on the date of death, the lead was oversensing p-waves which resulted in undersensing the r-waves, but the device was still calculating the heart rate correctly at 150 bpm. Some double counting was observed (sensing both the p- and r-waves) but it was not fast enough or long enough to meet criteria for the therapy zones. Programmed settings were vf at 220, vt at 185, and vt-1 at 150 (monitor only). Technical services noted the sensitivity setting was not a factor in how the device was sensing the arrhythmia for this patient, and discussed evaluating lead placement with x-rays could help determine why the lead was sensing p-waves. The sales representative reported only post-implant x-rays were available; there were no x-rays at the time of death to compare lead positioning. The device operated as programmed. Sensing with the rv lead was not as expected, but the arrhythmia was still sensed correctly. Evidence suggests an issue with the lead's placement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, the lead was observed to be severed at 30 cm from the terminal end. Only the proximal segment was received. Visual inspection noted setscrew marks in the correct location on the terminal pin, indicating the lead was fully inserted into the device header. Cuts in the insulation and other explant-related damage was also observed. Electrical testing was performed and the segment was confirmed to be electrically continuous. Laboratory analysis of the portion of lead that was returned was not able to identify any lead characteristics that would have caused or contributed to the reported clinical observations. Analysis of the device data by technical services determined the lead was likely dislodged or not positioned optimally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) expired. The hospital reviewed the episodes and determined that due to undersensing, the rhythm never met detection criteria. The patient was in a sustained ventricular tachycardia (vt)/ventricular fibrillation (vf) and then the patient died without receiving any therapy from the device. The physician also questioned the nominal sensitivity setting of 0.6mv and wondered if it should be 0.3mv. It was noted the device was explanted and was at the morgue. The local sales representative requested the hospital to see if it could be returned. Device data was submitted to technical services for analysis. Technical services discussed that in the final episode stored on the date of death, the lead was oversensing p-waves which resulted in undersensing the r-waves, but the device was still calculating the heart rate correctly at 150 bpm. Some double counting was observed (sensing both the p- and r-waves) but it was not fast enough or long enough to meet criteria for the therapy zones. Programmed settings were vf at 220, vt at 185, and vt-1 at 150 (monitor only). Technical services noted the sensitivity setting was not a factor in how the device was sensing the arrhythmia for this patient, and discussed evaluating lead placement with x-rays could help determine why the lead was sensing p-waves. The sales representative reported only post-implant x-rays were available; there were no x-rays at the time of death to compare lead positioning. The device operated as programmed. Sensing with the rv lead was not as expected, but the arrhythmia was still sensed correctly. Evidence suggests an issue with the lead's placement.